Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose results were 94, 215, and 437 mg/dl. Tests were done within 10 minutes with a difference of 81%. Pt did not experience any adverse events. No further info had been reported.